Event description:
It was reported that the customer experienced several hypoglycemic events and the insulin pump delivered more insulin than it should be. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, error test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarms test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. Cracked battery tube threads, scratched lcd window and missing end cap sticker noted during visual inspection.